Manufacturer narrative:
It was reported that the ventilator had an issue with incorrect flow. No more information was available. The ventilator was investigated on site by our field service engineer. However, the reported issue was not reproduced and unit passed all functional testing. Moreover, device logs were not provided. Therefore, no root cause can be established.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator had an issue with incorrect flow. No more information was available. There was no patient harm reported. Manufacturer's ref. #: (B)(4).